Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the blue led light on the universal battery charger device would flash while charging and charging was not possible. It was reported that the event did not occur during surgery and there was no patient involvement. There were no delays in the surgical procedure. It was not reported whether there was a spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned to the manufacturing site for evaluation. Reliability engineering evaluated the device and found the electrical component (opto-coupler) was damaged (malfunctioned). It was determined that this failure led to the reported malfunction. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error during production. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.